Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. In the investigation, omsc confirmed by comparing the photos of the distal end of the subject device and the distal end of other tjf-260v model device (sn # (B)(6), hereinafter referred to as the device for comparison). A) the forceps elevator of the subject device was assumed to be non-olympus because the design was different. B) therefore, the forceps elevator wire was also assumed to be non-olympus. C) the angle of forceps elevator of the subject device was larger than the angle of the device for comparison when the elevator was fully down. D) due to affect from c), the form of the forceps elevator wire differs between the two devices. Regarding the cause of the reported phenomena were the followings. <reported event 1) the forceps elevator wire of the subject device was damaged> the forceps elevator wire may have fractured by handling the subject device as shown in a)-e) below and the forceps elevator wire fatigue accumulated, based on the past similar case and the corrective action and preventive action (CAPA) by olympus. Moreover, forceps elevator wire may have accidentally fractured during the procedure due to unexpected excessive stress to the forceps elevator wire, from the investigation. A) used endo therapy accessories, which were out of specifications. B) used thick and stiff endo therapy accessories. C) the forceps was raised with excessive force. D) the device was left and stored with the forceps elevator being raised. E) the forceps elevator was raised to the maximum while endo therapy accessories were forcibly inserted and withdrawn. Then, fractured forceps elevator wire strand may have been raised by the mechanism f) or g) below. F) frayed the forceps elevator wire got caught in the distal cover when attaching the cover. G) the forceps elevator wire was raised by brushing the distal end. Omsc found that the subject device was repaired by the third-party agency and some parts of the subject device were non-olympus. Since the durability and specifications of non-olympus parts were unknown, we couldn¿t conclusively specify the cause. < reported event 2) the esophagus of the patient perforated and critical (hereinafter called ¿the patient injury¿)>. The subject device, no abnormality detected during inspection prior to use, was used for the procedure. Then the forceps elevator wire frayed and a raised strand, the event 1, were detected during reprocessing. Omsc was not able to specify when the forceps elevator wire frayed and a strand raised occurred respectively, however, the events may have occurred during the procedure at the latest. Therefore, the event 2 may have occurred due to the frayed forceps elevator wire and a raised strand. Based upon the CAPA, the forceps elevator wire cut is the known event for olympus. However, the event that the forceps elevator cut led to patient injury was not reported in the past similar case. Therefore, olympus considered that serious failure mode of the forceps elevator cut which leads to patient injury is unlikely to occur. In this case, the patient injury by cut the forceps elevator wire was reported. Omsc presumed that serious failure mode that olympus did not expect occurred due to the third-party repair of the subject device, which led to the occurrence of the event 2. Olympus stated the appropriate handling of tjf-260v and the counter measures against abnormalities in the instruction manual of tjf-260v.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa (B)(4). (B)(4) checked the subject device and found that the forceps elevator wire of the subject device was frayed and raised due to the wear and tear. In the evaluation, (B)(4) also found the followings. One frayed and raised wire strand protruded vertically from the distal end. To further evaluate, an maj-311 distal end cover was attached to replicate the condition of the subject device in use. Then, the frayed and raised wire protruded 3mm from the cover. It was confirmed from the repair history of the subject device that the subject device has not been returned to olympus since 2017. There were some non-original equipment manufacturer (OEM) components (remote switch 1, contacts of electrical connector, insertion tube, universal cord, right/left angulation control knob, right/left angulation lock) on the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp), it was found that the esophagus of the patient perforated and critical. The user also stated the followings. The forceps elevator wire of the subject device was damaged. The damaged wire led to the perforation of the esophagus. The medical intervention was required. The damaged wire was noticed during reprocessing. There was no sign of damage during the inspection before use. The patient extended the hospitalization. The subject device has not been serviced by olympus since 2017 and they were under a managed service with a third party and all repairs were carried out by a third party.